Event description:
It was reported 30" tourniquet cuffs leaking. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, visual inspection of the elbow junctions and tubing to cuff adapters revealed no separation. The quick connect o-rings and overall integrity of the connectors appeared to be in-tact with no visual indication of damage. The tubing was clear with no visual kinks, bends, or distress. The entire cuff appeared intact with no obvious signs of rips, tears, pilling, fraying, or lacerations. The returned complaint device passed functional testing. However, in light of the information provided by our field service representatives, we could dislodge both of the o-rings, thereby confirming the reported event. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is improper connection to pump. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.